Event description:
It was reported that the patient's right ventricular (rv) lead had a higher than expected threshold. The lead will remain in use based on medical judgement and a defibrillation threshold test which was performed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).